Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the subcutaneous implantable cardioverter defibrillator (s-ICD) implant procedure, the impedance value was unable to be seen from induction testing on the programmer. Boston scientific technical services (ts) confirmed that the impedance values were not listed on the report. Ts believes the telemetry connection may have been lost because the "shock delivered" message should have appeared. No adverse patient effects were reported.